Manufacturer narrative:
There is no patient information available. (B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy (egd) banding. According to the complainant, the patient underwent a band ligation, performed by another physician, at another facility, seven days prior to being transferred to this hospital. The patient was transferred to this hospital on (B)(6) 2011, with a one week history of dysphagia. It was reported that the patient was unable to swallow. Upon examination three superficial ulcers were observed and the physician reported that "the band had ulcerated and completely occluded her esophagus. It had banded the entire lumen closed". There was significant circumferential ulceration and a significant stricture (2 mm lumenal diameter). The physician performed an endoscopic mucosal resection by snaring the non viable tissue, using cautery, cutting off the entrapped mucosa above the band, which freed the band. A naso-jejunal feeding tube was placed thru the stricture to allow nutrition. The patient has subsequently undergone two additional egds with dilations of the stricture, and currently is doing well.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy (egd) banding. According to the complainant, the patient underwent a band ligation, performed by another physician, at another facility, seven days prior to being transferred to this hospital. The patient was transferred to this hospital on (B)(6) 2011, with a one week history of dysphagia. It was reported that the patient was unable to swallow. Upon examination three superficial ulcers were observed and the physician reported that "the band had ulcerated and completely occluded her esophagus. It had banded the entire lumen closed". There was significant circumferential ulceration and a significant stricture (2 mm lumenal diameter). The physician performed an endoscopic mucosal resection by snaring the non viable tissue, using cautery, cutting off the entrapped mucosa above the band, which freed the band. A naso-jejunal feeding tube was placed thru the stricture to allow nutrition. The patient has subsequently undergone two additional egds with dilations of the stricture, and currently is doing well.